Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose with unknown blood glucose at the time of the incident. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The caller reported physical damage on the pump's battery compartment and lcd screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08755 inches. Unit had minor scratched display window, cracked case at battery tube side, cracked battery tube threads, scratched case, fading serial number label, pillowing keypad overlay and cracked retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.